Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report caller alleging discrepant fn tnl vs. Beckman access. (B)(6) female, most likely presented with chest pain. Patient sent to cath lab based on lab results plus EKG and other supportive test results. Patient discharged (B)(6) 2015 to home health. No adverse events reported related to the triage result. No additional information provided.

Manufacturer narrative:
Correction: patient was not sent to cath lab. Additional information: patient originally presented to hospital with sweating, hot flashes, abnormal EKG. History of prior mi.

Manufacturer narrative:
Investigation conclusion update: product support tested cardiac lot w59460 with calibrator h sample; cv results were within the package insert claim. The product performed as expected. The customer's complaint for discrepant low tni was not replicated. Customer did not return sample; unable to rule out sample specific interference as a potential cause for discrepant results. Batch record review found no relevant ncs or tifs. This lot passed all specifications for final lot release. The root cause for the discrepant low tni complaint could not be determined. No product deficiency was established. This product passed all specifications for final lot release.